Manufacturer narrative:
Siemens has requested reagent be returned for further investigation. The customer has refused to return the reagent. Therefore no investigation is possible. The cause of this event is unknown.

Event description:
The customer reported a false negative hcg result on one patient compared to a positive serum result. There is no report of injury due to this event.